Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. Approximately one minute into treatment, the pressure began to drop drastically. The surgeon tried to add more fluid and the pressure still continued to drop. The surgeon discontinued use of the balloon catheter. Upon removal, the surgeon noted hole in balloon. All the fluid was recovered. A second device was used to complete treatment cycle. The treatment cycle was approximately six minutes. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was able to maintain the pressure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.